Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump stopped working. Customer cannot recall their blood glucose reading. Customer stated the bottom of the reservoir was stuck with the reservoir compartment. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Findings: pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. Unit was monitored and test reservoir fits and function properly.